Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that approximately 12 months post deployment of a 26mm sapien xt valve the patient presented with a paravalvular leak (pvl). The patient was taken back to the operating room to plug the leak with an amplatzer plug; however, the plug was unable to be deployed. Bav was performed in an attempt to more completely expand the initial valve with some success. In doing so, it was determined that the initial valve position was too ventricular. A second valve was implanted to try and improve the ai. The patient left the room in stable condition.

Manufacturer narrative:
Additional information provided indicated the first sapien xt valve had been deployed in a 50:50 position within the annulus, resulting in no pvl. During the 12 month follow up, a tee revealed moderate pvl in two distinct areas. One was located at the region of posterior cusp and one just left of the junction of the posterior and left coronary cusps. After intervention pvl grade was reduced to mild ai. Per the instructions for use, pvl is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 12 months post tavr cannot be confirmed; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.